Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156968.

Event description:
Voluntary medwatch received states the lead was capped due to an unspecified malfunction. No further adverse patient consequences were reported.